Manufacturer narrative:
Device analysis: an allegation of fluid loss was reported. The ams 700 spherical reservoir was visually inspected and functionally tested. A leak was present at the corner of the fold in the reservoir shell due to wear. Analysis therefore confirmed the allegation of fluid loss. The product record review confirmed the reported events of fluid loss do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, where problems were traced back to reservoir leak without any design or manufacturing issue. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to fluid loss in the reservoir with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted a new ipp reservoir was implanted. Additional information was reported that the patient presented to the physician that the pump would not operate due to lack of solution from the hole in the reservoir.

Event description:
It was reported that the patient underwent a revision procedure due to fluid loss in the reservoir with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted a new ipp reservoir was implanted. Additional information was reported that the patient presented to the physician that the pump would not operate due to lack of solution from the hole in the reservoir.